Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 449 mg/dl. The customer reported having high blood glucose levels all night and this morning still could not get them down. The blood glucose level this morning was 407 mg/dl. The customer treated the high blood glucose with the insulin pump and manual injections. The customer did troubleshoot the issue. The current blood glucose level at the time of the incident was 347 mg/dl. The insulin pump will not be returned for analysis.